Manufacturer narrative:
The evaluation revealed the broken t2 femur nail to be the primary product. Technical evaluation: no deviations were found during review of the manufacturing and inspection documents (DHR). The nail returned was documented as faultless prior to distribution. During investigation no material, dimensional, visual or manufacturing related issues were found. The reported event was confirmed; the provided nail was found broken at its fourth distal nail hole. The breakage surfaces indicate that the posterior bridge of the fourth distal nail hole broke first; lines of rest revealed that the bridge broke step by step in a fatigue fracture from lateral towards medial. The anterior bridge broke after the posterior bridge, at lateral it broke in a fatigue fracture, towards medial spontaneous in a brittle rest fracture. Imprints at the lateral and medial nail hole rims indicate that the inserted locking screw was pushed into the nail material, means the distal nail part got torsional loaded after the nail was broken. Hammered areas at the posterior bridge and inserted locking screw show that the proximal broken nail part had several contacts to the inserted screw and the broken distal nail part. The nail and screws were provided to an external lab; the lab report confirmed the manufacturers investigation results; the nail broke due to a fatigue fracture, beginning with the posterior bridge. Material inclusions were not detected within the titan alloy at the breakage initiation areas. Clinical evaluation: all information was evaluated by a health care professional. The x-rays indicate that a user error by the surgeon was not visible, the distance between fracture and fourth distal nail hole was found acceptable. Nail length, diameter and antegrade insertion were correct. The fracture was identified as slightly oblique instable shaft fracture. The x-rays show that the patient is very overweight; the patient¿s height and weight indicated a bmi of 31.2. Hammered areas at the posterior bridge and at one locking screw indicate that the patient was mobile and very active after the nail was broken. The postoperative loads were too much for the kind of fracture, in combination with the overweight the loads led to the nail breakage. Due to the widened marrow channel at the distal femur region most likely a slightly postoperative medial/lateral and torsional movement of the distal nail occurred; the resulting shear forces could have favoured the nail breakage. The IFU includes that obesity, postoperative loads and instable fractures can lead to implant fractures. Based on the technical and clinical evaluation a manufacturer or user related issue can be excluded; the nail breakage and resulting re-fracture of the femur is attributed to patient conditions (overweight, postoperative activity). Review of complaint history, CAPA databases, labelling and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified. The full investigation report is attached in the conclusion.

Event description:
As reported by rep: patient claimed - stood up nail broke. Broken nail was replaced with larger t2 femoral nail.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported by rep: patient claimed - stood up nail broke. Broken nail was replaced with larger t2 femoral nail.